Event description:
Rv lead impedance has jumped to 1953 ohms from previous day value at 535 ohms. Threshold has also increased to 3v from 0.9v.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.